Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The pump was in good condition with no appearance of any physical damage. The reported motor rate alarm was found in the event history log (ehl). The alarm was also reproduced during an occlusion test. The problem source of the reported product problem was unknown. A root cause was not established. The worm coupling, leadscrew, and clutch halves were replaced as a preventative maintenance.

Event description:
It was reported that the medfusion pump produced a motor rate error. No patient injury or complications were reported in relation to this event.